Event description:
Event description guidant received information that this pacemaker was explanted due to reaching elective replacement time after 4.7 years in service. The estimated longevity is 6.8 years. This was reported to be premature battery depletion. The patient is pacemaker dependent and has had no adverse effects. The device was replaced and is being returned for analysis.